Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the reported driveline fault alarms. Based on complaint history and similarly reported events associated with the heartmate ii left ventricular assist system (lvas), the driveline fault alarms are indicative of a potential driveline issue; however, a direct cause for these findings could not be conclusively determined through this evaluation. The submitted log file captured multiple driveline fault alarms. These alarms had no impact on pump function, and the log files appeared to show the system operating as intended at the fixed speed while the driveline was connected. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU, rev. B, , and patient handbook, rev. C, are currently available. Section 1 of the IFU provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU states the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the alarms resolve after the patient was placed on an ungrounded cable and traditional power module. Patient presented again to clinic on (B)(6) 2026 and both of their system controllers were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was suspected to have a short to shield and was placed on a loaner ungrounded cable. The patient was in rehab when the nursing staff claimed a driveline fault occurred. The 11v battery was reseated and replaced but the alarm did not clear. It was suspected the system controller needed to be exchanged. The left ventricular assist device numbers prior to the exchanged showed the flow to be at 11. 4, speed at 9200 rpm, and pulsatility index (pi) and power at 8.7. The driveline was then disconnected and reconnected to the original system controller and the driveline fault alarms cleared immediately. The patient's flow returned to baseline at 5.5 lpm, speed at 9200 rpm, pi at 4.4 and power at 5.7. Upon initial interrogation it was confirmed that the patient had driveline fault alarms where flows were as high as 12, pi was 3.2 and power at the time of the initial alarm was 9.4. The backup system controller was also checked, and it appeared that the clock was not set. The clock was the set, then the single system controller exchange was performed. The transition initially went well, however after approximately 12 seconds the patient stated they didn't feel well and looked pale. The screen showed the speed jumping "all over" between 2499, 7480, 9200. The patient's flow was anywhere from "-.-" to as high as 7.2. It was noted the system controller was alarming at the same time. The patient felt weak and dizzy while on a/c power. Although the patient was unstable, staff exchanged the system controller back to the original system controller that was having driveline fault alarms and was recently connected to batteries. Afterward the patient flows were restored to normal around the 5.4 lpm range. The patient stated during the event they felt like they were going to pass out, like the "light shades were closing". Th system controller, now on battery power, only had two speed alarms, and two driveline disconnect alarms, one which was 56 seconds which was said not the exact case according to staff as they claim they only had them truly disconnected for about 3 seconds. X-rays were taken. Log files were submitted for review and captured short period of driveline fault events on (B)(6) 2025 at 2218 through (B)(6) 2025 at 0107. Pump stop events were also noted on 22nov2025 at 0107 while on the mobile power unit and again on (B)(6) 2025 at 0155 while on battery power. It was also noted that the patient was using an older system controller with an older software version v 7.23 which was known to be susceptible to false driveline fault alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.